Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The top panel including the bag/vent switch was replaced, and the unit was returned to service. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/27/17 phone call, 2/28/17 phone call, and 03/01/17 phone call.

Event description:
The hospital reported an intermittent failure of the bag/vent switch to operate as expected. There is no report of patient involvement.